Event description:
As reported by the user facility: one crna was administering a spinal for a pt in labor, they inserted the pencan into the pt's back, and when removing, the needle broke in half leaving about a half an inch of the needle in the pt. The crna started another spinal to get through the labor, although pt had to go back to surgery a day or two later to have the needle removed." Pt is "ok" today when asked. No additional info was made available from the facility after several attempts were made requesting additional follow-up info and the status of the pt.

Manufacturer narrative:
Additional lot #: 60906126. The actual device in the incident has not yet been received for evaluation and additional info was not made available from the facility. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. There were no other reports of this nature against the reported catalog number or the reported possible lot numbers. All available info has been forwarded to the actual MFR for evaluation. If the actual device in the incident is made available to the MFR to be evaluated as indicated, a follow-up report will be filed.